Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Sensor reading was 57 mg/dl and finger stick reading was 162 mg/dl. There was no reported adverse impact. A replacement sensor was sent to the customer.